Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure an expected or random failure attributed to damage or deterioration of parts due to water leakage, with no design or manufacturing issue identified. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
During device evaluation, it was found that the control unit of the videoscope exhibited corrosion due to water leakage. There was no patient involvement associated with this event.